Event description:
Reportedly, a dr complained that due to poor image quality of the surgical c-arm system, an unnecessarily too deep of a surgical cut was made on the pt. The customer would not release any further info on the pt's condition and subsequent medical treatment due to pt confidentiality policies at this facility.